Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
Patient one was in the maternity ward at the time of the event.

Event description:
The customer received questionable creatinine plus results on their p- module. The customer provided data for three patients with discrepant results that were reported outside the laboratory. Repeat testing was performed on the same p-module. The first patient's initial creatinine result was 267 umol/l. The ward questioned the result and it was repeated. The first repeat result was 55 umol/l. The second repeat result was 58 umol/l. The second patient's initial creatinine result was 169 umol/l. The repeat result was 75 umol/l. The third patient's initial creatinine result was 174 umol/l. The repeat result was 78 umol/l. It is unknown if the patients were adversely affected. The creatinine reagent lot number and expiration date were not provided. The field service representative found that the r2 probe was greatly dislocated and was dispensing fluids on the edge of the cuvettes. As a consequence of the wrong position of the probe, it was not washed correctly.